Event description:
Patient reported rupture. Device remains implanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Additional events of "axillary left siliconomas" and "in internal mammary chains" through MRI. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed crease sharp opening on anterior assessed as fold flaw opening. Additional observations: crease fold observed. Wear abrasion observed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side rupture. Additional events of "axillary left siliconomas" and "in internal mammary chains" through MRI. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: ¿ red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Device has been explanted and replaced with a non-allergan device.